Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 158 mg/dl. The customer was assisted with troubleshooting. Customer stated their was no leaks but there were large no of air bubbles. The device will be returned for analysis.